Event description:
Two patients presented to the operating room (or). The padding for the jackson table was used to provide support to the bony prominences while also protecting the patient's skin. The jackson table is challenging at times for patients who have larger skin surfaces who also need longer surgical times. Both patients sustained significant injury to their skin resulting in rhabdomyolysis. The padding pack used in these two cases was not the standard brand used here in neuro or.======================manufacturer response for table kit, devon jackson table kit======================the neuro or unit made the company aware. We are no longer using this product.